Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter did not actuate during vitrectomy procedure. The procedure was completed replacing the cutter. The involved eye and the patient identifier are not available. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The customer reported that the cutter did not actuate during surgery. One 27+gauge (ga) probe manifold was returned. It was visually inspected that excessive solvent in the tubing insertion to the gray radio frequency identification (rfid) connector caused cutting failure. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier will be made aware of the issue; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action will been requested at this time. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).